Event description:
It was reported, the spacer broke on two devices at the tip of the handle prior to procedure. It was also reported the event occurred with no patient involvement. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) states the following: s. S. White medical products inc. Manufactured the alif trial spacer angled/lateral/anterior 9mm, p/n 389.060, and synthes lot number 4280156 (supplier lot number lm001510). The supplier¿s certificate of compliance (dated may 25, 2001) indicates the parts were manufactured to p/n 389.060, revision ¿b¿ and met the required specifications. The lot was inspected and conformed to the synthes, (B)(4). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint.

Manufacturer narrative:
Device was originally received on 06/02/2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Based on the design, the evidence suggests the trial was not completely seated in the instrument. This situation can result in off-axis loading of the distal tip of the inner shaft. The fractured tip remains in the returned trial. The chu engineer reviewed the risk analysis (B)(4) for this handle. The occurrence should be reviewed as the revised occurrence states this harm as a 1. A (B)(4) occurrence corresponds to a 2. This part was received from service and repair. Therefore the way in which it was used is unknown. This complaint is deemed indeterminate from a design perspective. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): subject device was received with the spacer broken off in the tip of the handle. No service history review can be performed as this is a lot controlled item. (B)(4)